Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was damaged on the lower left corner. A review of the event history log identified base not responding, battery communication time out, and base hardware failure in history. During functional testing was unable to duplicate the base not responding problem during power up process and was unable to duplicate the battery communication timeout. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced interconnect board. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited battery communication timeout. No patient injury was reported.